Event description:
It was reported that the customer experienced resistance while attempting to fill the cartridge, and noticed that the cartridge began to leak. During troubleshooting the customer realized that the cartridge had previously been used. Here was no impact to customers' blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a supplemental form will be submitted.